Manufacturer narrative:
(B)(4). A visual analysis of the returned optiflex¿ stone retrieval basket found that the basket was in an opened/extended position when received. A functional evaluation was performed. The thumbwheel moved freely in both directions however, the sheath would not move over the wire and the basket would not close. When the device was disassembled, the pull wire was noted to be detached from the pinch vise assembly cannula. In addition, the proximal end of the broken wire was found properly hold in the pinch vice that assure correct assembly. The pull wire was found broken with signs of bending and torsion. The evaluation revealed that the pullwire was broken. Most likely, during preparation the device could have been manipulated. The handle dial was rotated until the wire broke based from the location and type of the fracture. Therefore, the most probable root cause is "handling damage". The device history record (DHR) review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an optiflex(tm) stone retrieval basket was to be used during removal of urinary stone procedure performed on an unknown date. According to the complainant, during preparation, the basket would not open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; pull wire breaks.